Event description:
The superior attachment system of the device would not deploy. The hooks were exposed; therefore, they had to convert to open procedure. Inspection of the explanted graft revealed that the monofilament used as a processing aid during the manufacturing of the device was still attached to the superior attachment system. Pt status: recovering and doing fine. Recoverin